Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Healthcare professional reported via op report, "left implant was removed and seem to have silicone bleed and disruption".

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on august 19, 2024, with lot number 2205430. Based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on radius side assessed fold flaw opening. As per the investigation procedure, creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.